Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec-3890li. In the event reported, it was stated that reported no video/error msg, scope not conn. The customer requested to send scope for repair. It is not connecting to the processor. The anomaly occured in the procedure room before use. Pentax medical issued return material authorization (B)(4) for the return of the device for further evaluation. The device was returned on service order (B)(4) where the user narrative was not confirmed. However, other defects were found: insertion tube severe discoloration at stage 1; insertion tube severe; discoloration at stage 2; customer complaint not duplicated; passed wet leak test; passed dry leak test; insertion tube mild discoloration at stage 3; up/ down control knob/ lever markings faded; right/ left control knob markings faded; air/ water socket cylinder o-ring chipped; bending rubber severe discoloration. The defects identified was repaired and returned to the user on delivery # (B)(4). Parts replaced: o-rings and seals; bending rubber; pcb for ccd drive pb-free; electrical connector assy. Although the user narrative was not confirmed, pentax medical replaced the circuit board and electrical connector assembly. A review of the service history indicates the device was routinely serviced at a pentax facility. On 28-aug-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 24-feb-20213 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.